Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system will not boot up. Upon troubleshooting fse found that the software on the suite pc was corrupt. After replacement hard drive, the fse reload the software, but it can¿t work properly. To resolve issue fse successfully loaded the software and after that replaced the suit pc. After replacement of suite pc and hard drive, the system was returned to good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not boot up properly. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.